Manufacturer narrative:
This report is submitted on june 8, 2021.

Event description:
Per the clinic, the patient presented with a sagging skin above the abutment and subsequently underwent a soft tissue reduction surgery under general anaesthetic (specific date not reported).